Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio iq meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2014. The patient stated they manage their diabetes with a set dose of levemir insulin (20 units at night) and claimed they continued with their usual diabetes management regimen in response to the alleged issue. The patient reported developing the symptom of feeling ¿weak¿ on the evening of (B)(6) 2014. The patient denied receiving any medical treatment. At the time of troubleshooting, the csr noted that the subject meter was being used for the first time. The csr noted that the correct test strips were being used for testing and there was no indication of misuse of the device. The csr documented that the patient noticed the battery indicator or message prior to the meter not turning on. During troubleshooting, csr noted the meter would not perform a rapid charge and would not power on upon pressing the power button. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ serious injury criteria. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.